Event description:
During insertion of pedicle screws in a posterior lumbar fusion procedure, tips of two screwdrivers fractured. One tip was removed, and the other was left within the screw head and completely captured by placement of the rod. A minimal surgical delay resulted, and no adverse event was reported.